Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system on (B)(6) 2010. According to the complainant, the patient experienced inability to sit or stand for extended periods of time, inability to work, inability to engage in sexual intercourse, and abdomen/pelvic pain post-procedure. All other information is unknown and currently unavailable.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient.according to the complainant, the patient experienced injuries (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.